Event description:
Rn called to report a secondary needlestick occurred while giving a pen injeciton to a patient. Nurse was reshielding the pen needle when the needle pierced the shield and stuck them.